Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 leading to hyperglycemia. The blockage was at the site. Patient took assistance from endocrinologist as the blood glucose level was over 500 m/dl and ketones was also present. The patient replaced the infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number and expiration date under d4 and manufacuring date in h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 07/jan/2026 against "lot number" "6007940" and similar malfunction codes occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required, occlusion issues-cannot be determined. The review confirmed that lot 6007940 and the identified failure mode are not associated with any ncrs or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 12/jan/2026 against "lot number" criteria equal "6007940" and similar malfunction codes occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required occlusion issues-cannot be determined. The count of complaints is 2. The complaint numbers is complaint (B)(4). DHR review: the lot 6007940 was manufactured according to thework instruction version 115 and manufactured in the line 3, on 11/jul/2024 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f04604 was manufactured according to the work instruction version 64 and manufactured in in the machine sc09, on 30/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f04606 was manufactured according to thework instruction version 64 and manufactured in in the machine sc09, on 02/jul/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction guidance for visual testing for complaints area version 3: 3 samples out 3 samples passed the visual inspection and work instruction guidance for functional testing for complaints area version 2: 3 samples out 3 samples passed the flow test for the code occlusion issues-cannot be determined. All test results were within specifications as per the trackwise complaint (B)(4) complaint test report.pdf attached in this record. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Conclusion summary of complaint investigation. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007940 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.